Event description:
It was reported that a patient received an intramedullary plate and screws on her right foot on an unknown date. It was reported that a breakage of two titanium screws threaded 2.7x20 mm 80 occurred on an unknown date at the end of the intramedullary locking plate. It was also mentioned by ther doctor that the arthrodesis is rigid and that the patient has no adverse symptoms.

Manufacturer narrative:
The manufacturer did not receive devices for review as the patient has not been revised. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).